Event description:
The device was returned to physio-control as part of a field corrective action. Upon receipt of the customer's device, physio-control observed that the device's display was blank. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be visible to the device user. This issue has the potential to delay or prevent defibrillation from being delivered.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The device was returned to the customer unrepaired as it was out of warranty and unable to be repaired. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The device was returned to physio-control as part of a field corrective action. Upon receipt of the customer's device, physio-control observed that the device's display was blank. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be visible to the device user. This issue has the potential to delay or prevent defibrillation from being delivered.